Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The vessel sealer extend (vse) instrument was analyzed and the instrument was placed on the in-house system and the blade failed to retract during initialization causing the instrument to fail self-test preventing the instrument into following. Based on logs the vessel sealer encountered the error "vessel sealer extended failed during homing" 2 times. Additional related observation states that the instrument housing was removed for inspection and the instrument was found to have a grip ring dislodged from the proximal grip drive adapter, which prevents the grip from opening and closing properly causing self-test failure. As a result, the grip open lever was not functional. The set screw on the grip ring did not exhibit any damages. Additional unrelated observation states that the instrument had a loose grip cable at the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft of any other component that would have caused the loose cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument was noticed to have no functionality. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cautery function did not work, and the instrument had cutting issue. There was no cable breakage observed. A new instrument was docked to resolve and complete the procedure.